Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. Product information for use states the product "should not be used on individuals who have suspected or confirmed rectal mucosal impairment or have any rectal or anal injury." The patient in this case has a history of rectal ulcerations and rectal bleeding. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a wound ostomy care nurse (wocn) that after the patient was transferred to the clc, developed a rectal ulcer "attributed to the device." The device was placed on (B)(6) 2016 for an unknown indication and was removed on (B)(6) 2016. At removal, a tan necrotic tissue was noted protruding from the rectum. It was reported "the patient was evaluated by a physician who believes that the tan tissue is from a resolving rectal ulcer", and no further diagnostic or intervention is required as the patient has a history of rectal ulcers and rectal bleeding. No other information provided at this time, including further patient details, treatment or outcome.